Event description:
A physician reported that tip did not aspirate during cataract (with intraocular lens implant) surgery. The surgery was successfully completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phaco tip with a wrench, in a bag, in a tray was received. Sample was visually inspected and found to be nonconforming, metal was observed inside the aspiration bypass hole. Functional occlusion flow check was performed and found nonconforming as phaco tip it was observed to be dripping. Two pieces of metal were extracted from the tip onto the filtered paper. Visual inspection and occlusion flow check was again performed after metal pieces were extracted and found to be conforming. No metal was observed inside the aspiration bypass hole. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms that metal pieces were occluding phaco tip and the aspiration bypass hole as well as the tip was functionally nonconforming for flow which confirms the reported issue of the tip did not aspirate during surgery. The root cause is a manufacturing related as metal pieces were internally lodged in the phaco tip and missed during inspection. A nonconformance investigation is in progress to investigate the issue of occluded phaco tip by residual metal pieces from the machining process. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).